Manufacturer narrative:
Device deemed reportable on september 19, 2019 as a result of investigation. Initial reporter is company representative. Investigation summary: visual inspection: the pl-holder ø3.5 long (p/n 324.031 lot 8716407) was received with the distal threads stripped, flattened, and nicked. No other issues were identified with the returned device. The stripped and nicked threads of the plate holder is a potential end of life from normal wear and consistent use over the part¿s lifetime. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the reusable instrument is worn from repeated use and servicing (5+ years); therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 324.031. Lot: 8716407. Manufacturing site: (B)(4). Release to warehouse date: 20.dec.2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a threaded plate holder is defective. No known surgical or patient involvement. This is report 1 of 1 for (B)(4).